Manufacturer narrative:
A) the user reported issue was confirmed. The pump was found to intermittently power off. The pump was repaired and retested to meet all specifications on 10/28/2016. B) upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 11/02/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00164_complaint (B)(4)) on 12/01/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported that "the pump continues to power off even plugged in". No patient was injured or harmed. "The patient was just delayed when the pump was off it wasn't infusing her medicine."